Event description:
The account alleged the head end brake caster roll and swivel while in brake. No injury reported.

Manufacturer narrative:
The account replaced the brake steer linkage with an upgrade kit to resolve this issue.